Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint is observed on the returned photos. Provided photos show an implanted iol on a screen. There appears to be a dark line mark over the optic of the lens. The origin of the observed line/mark cannot be determined based on the returned photo. The complainant indicates the use of non company ovd as a viscoelastic, which is not qualified for use with the associated iol model. Based on our observation of the attached photos, there appears to be a dark line or mark over the optic of the lens. The origin of the observed line or mark cannot be determined based on the returned photo and without the evaluation of the physical product. The product was subject to handling and the reported damage was highlighted post implantation. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo review: provided photos show an implanted iol on a screen. There appears to be a dark line/mark over the optic of the lens. The origin of the observed lie/mark cannot be determined based on the returned photo. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the iol implantation process after cataract removal, iol scratch was found when the iol entered the crystalline lens. The lens was not removed from the patient eyes, currently implanted and surgery was completed. Additional information has been requested.